Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic noted some intermittent noise and high out of range pacing impedance on this right atrial (ra) lead on the atrial lead. The lead was surgically abandoned and the physician also elected to change out the device to prevent an additional procedure. There were no additional adverse patient effects reported.